Event description:
It was reported that the bd syringe 3ml ll w/ndl 21x1 rb had foreign matter. The following information was provided by the initial reporter: material # 309575. Batch # 5083505. Verbatim: rcc received a complaint via email. Email(s) attached. We would like to report an issue related to 3cc syringe (309575) lot # 5083505, expiration 28 feb 2030 (02-28-2030). On 12 nov 2025 (11-12-2025), it was reported by one of our customers that a brown substance was observed on the barrel of the syringe near the flange. The syringe was returned to us today, and upon investigation, the brown substance seems to be incorporated in the plastic (it did not scrape off or wipe off with ipa). Please see attached photos. I have kept the physical syringe, as it was not injected into a patient, if required to send to you for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A brown substance was reported on the syringe barrel near the flange. To support the investigation, the quality team received one sample and one photograph of a 3ml luer lok syringe with a 21gx1 inch needle for evaluation. Visual assessment of the sample identified multiple areas of discoloration embedded within the barrel, consistent with embedded foreign matter. The photograph similarly depicts discoloration on the barrel flange of an individual, loose syringe. This condition is nonconforming to the product specification and is attributable to the molding process. Specifically, embedded degraded resin can occur when resin is exposed to prolonged elevated temperatures within the molding machine, such as during start up. This defect is cosmetic in nature and does not pose a risk to the customer. A device history record review was completed for material number 309575, lot 5083505. The review confirmed that all required visual inspections were performed in accordance with established requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted per the approved inspection control plan, released for shipment, and is considered compliant with product specification requirements. Based on the investigation, the customer reported symptom is confirmed.